Event description:
It was reported that the coil broke and was difficult to remove, requiring an additional device. This embold packing 45 was selected for use during an epigastric embolization procedure in mildly tortuous anatomy. During the procedure when this embold packing coil was being advanced, the pusher wire detached, and the internal wire stayed attached to the couplers. An attempt was made to remove the entire system; however, only the delivery wire came out with both couplers remaining on the delivery wire. A snare was used to pull out the coil which experienced stretching and breaking in several areas. Three different snares were used to extract the coil, and the procedure was completed using pushable coils. There were no patient complications as a result of this event.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this embold device was returned with two non-boston scientific guide catheters and three snares holding pieces of the coil. The device was examined visually and microscopically which revealed the perforations were not broken. The coil stretched and wrapped around the three snares while the coil broke from the coupler. Photographs were submitted which were thoroughly examined and evaluated to reveal an x-ray image of the stretched coil in the patient. The reported event was confirmed.

Event description:
It was reported that the coil broke and was difficult to remove, requiring an additional device. This embold packing 45 was selected for use during an epigastric embolization procedure in mildly tortuous anatomy. During the procedure when this embold packing coil was being advanced, the pusher wire detached, and the internal wire stayed attached to the couplers. An attempt was made to remove the entire system; however, only the delivery wire came out with both couplers remaining on the delivery wire. A snare was used to pull out the coil which experienced stretching and breaking in several areas. Three different snares were used to extract the coil, and the procedure was completed using pushable coils. There were no patient complications as a result of this event. It was further reported that this did not occur during an attempt to deploy the coils, as the proximal release perforation was not broken. There was a detachment at the couplers.